Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA (B)(4). A2: patient age/dob is unavailable. H4: manufacture date is unavailable. H3, h6: the navlock tracker was returned for product analysis. The analysis determined that the returned tracker has no physical damage and receives known good instruments without issue. No failures were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the blue trackers were not tracking consistently. All of the other trackers track without issue. There was no patient harm and the procedure was delayed less than one hour.